Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that the monitor was unable to receive data on the monitor despite changing 3 sets of external equipment. The controller was changed out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the controller and the monitor was confirmed. System controller, serial (B)(6), returned and was not able to communicate with the system monitor. A current leakage test was performed and the orange wire in the white cable failed. The cable jacket and shielding of the white power cable was stripped revealing a severed orange transmission wire about mid-way through the cable. No other damage was observed. The power cable was replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed communication wire in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller including the cables. No further information was provided. The manufacturer is closing the file on this event.